Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 42 (drive count error boundaries exceeded after movement) and pump error 3 (the main arm cannot communicate with the motor arm). The customer also reported the damage on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43/42/3 alarm noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 43 alarm in the event date of 16-mar-2025 at 09:07:54 during basal delivery. (2) pump error 42 alarms found in the pump history file/trace on 16-mar-2025 at 09:03:46 and 09:06:40. (2) pump error 3 alarms found in the pump history file/trace on 16-mar-2025 at 09:03:44 and 09:06:38. Pump was cut open to perform visual inspection and found moisture damage on motor connector on the pcba 1. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Pump error 43/42/3 alarm was confirmed due to moisture damage on motor connector on the pcba 1. Cosmetic damage confirmed at the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.